Event description:
The chair allegedly smoked and stopped working. No injury is alleged.

Manufacturer narrative:
Manufacturer spoke with the dealer that as the chair. Info provided alleges the chair smoked and stopped working. The chair appears to have had been serviced several times prior to the alleged incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection.